Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2025, a sales representative reported via (B)(4) that an ar-1588rtt2 fibertag® tightrope® ii implant the flip button on the far cortex exhibited a malfunction. The tension mechanism appeared compromised, with the locking mechanism broken. As a result, the button was sliding freely off the suture. This required the surgical team to redo the graft implantation, causing a procedural delay of approximately five minutes. The issue occurred on the morning of (B)(6) 2025. There was no impact on the patient, and the case was completed successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.